Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding pt/inr cartridges that yielded discrepant pt/inr results on a vs the alternate method on a pt admitted to the trauma unit. The customer states that the pt later expired on (B)(6) 2012 at 18:03. The cause of death was complications from blunt force trauma to the head. The pt had multiple system failure, myocardial infarction and cerebral deterioration. The pt expired in the ICU 36 after admission. The ed trauma rn (B)(6) that reviewed the chart said that the I-stat result had no significance on the care of the pt.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, the incident was identified and linked to an investigation was completed on (B)(4) 2012 and a deficiency was identified. (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.